Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician felt that the wire did not run freely in the lead and when lead was placed there were high impedance at various sites. Fluoro images indicated that the helix of the lead was not all the way out, although the egm (electrograms) showed current of injury was present. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead and the helix is bent. A fresh 14-62 gray stylet was able to be fully inserted in the lead without restriction. If information is provided in the future, a supplemental report will be issued.